Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms, oversensing and no capture on the atrial channel. An x-ray did not confirm a lead fracture. A revision procedure was performed and this lead and the associated device were removed from service. No additional adverse patient effects were reported.